Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 9f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The first proglide device was pre-placed without issue. Reportedly with the second proglide device, the suture was not present when the plunger was removed. The suture of new proglide device was successfully pre-placed. The sheath was upsized to a 19f and the evar procedure was completed. Hemostasis was achieved with the first and third pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.